Event description:
Surgeon performing patellar reconstruction on left knee. Drill bit fractured while placing the drill hole. Drill bit left in patient as physician felt more dangerous to attempt retrieval. Physician felt position would not cause pain or limit function an removing further bone to retrieve the piece could compromise the outcome. Fractured drill bit was left and another was placed proximal. Unfortunately the circulating rn was an agency rn and disposed of drill bit in a sharps container and did not retain the broken pieces or the packaging with lot number.